Event description:
It was reported that the patient presented in clinic with episodes of noise. Lead fracture was suspected. During the laser extraction procedure, the patient became severely hypotensive. Pericardial effusion was observed on echo. A thoracotomy was performed and a tear in the inferior vena cava was noted. The patient was placed on bypass and the tear was repaired. The pocket was closed with the distal ends of the leads coiled and placed back in the pocket. The patient was transferred to the ICU and hypothermia protocol was initiated. The patient expired eight days later.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. (B)(4).